Manufacturer narrative:
Product was discarded and not returned to acmi for eval, therefore, root cause cannot be determined. Previous investigations have shown that this type of failure is likely not a product failure but rather the device is subjected to lateral forces beyond its design specs.

Event description:
Tip broke off inside pt. Dr retrieved it. Note: no add'l adverse effect to pt.